Event description:
The customer reported a higher than expected rubella immunoglobulin m (igm) result for one patient involving unicel dxc 660i synchron access clinical system. Subsequent testing of the sample on an alternate methodology produced a lower discordant result. The patient also had a rubella immunoglobulin g (igg) test performed which resulted as reactive (85.8 iu/ml). The customer performed additional igg test on the roche modular methodology and recovered a result of >500 (units not provided). The elevated rubella igm result was released out of the laboratory. It is unknown if the rubella igg result was reported out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.